Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/liquid crystal display keypad connector noted. Unit had broken battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons are really hard to press and there was a crack on the insulin pump. The customer's blood glucose level was 236 mg/dl. The customer also reported that a piece of reservoir flew off while changing the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.